Event description:
The pt had a computed axial tomography scan at 1:00. She did not turn down stimulation parameters or turn the implantable neurostimulator off prior to the scan. At 9:00, the pt attempted to recharge her device and felt stimulation in her chest and body, but not in the arm where she usually felt stimulation. The device was confirmed to be off when she felt this sensation. The battery was 25% full when it occurred. The device was off during the charging session. The device battery was empty the next morning. Device interrogation 5 days later showed that impedances were normal. Recharging was attempted again. Once the battery was 25% full the device was able to be turned off. Stimulation was in the correct location. The battery was drained. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4)